Event description:
It was reported that the device was at eri (early replacement indicator) and had possible premature battery depletion. Additional information was received and the device was explanted due to eri, electrical reset, and premature depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Battery depletion was normal.

Event description:
It was reported that the device was at eri (early replacement indicator) and had possible premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.